Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. The customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be a physical and/or chemical stress applied to insertion tube. The event can be prevented, by following the instructions for use, which state: 3.2: inspection of the endoscope: 5.: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the bend angle in the up direction did not meet the specification due to wear of the angle wire charged-coupled device lens was cracked, the electrical connector had corrosion due to water leakage, the up and down angulation lever plate was peeling off, and there was a physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the bronchovideoscope had channel leakage. The event was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: there was a coating peeling on the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.